Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the specimen bag. Visual inspection confirmed the complainant¿s experience of component separation, as the clamp was returned detached from the bead assembly. Based on the condition of the returned unit and the description of the event, it is likely that the undersized bead rib caused the clamp to be more susceptible to detach from the bead when force was exerted during the removal of the specimen bag. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: ni. Event description: the small plastic piece on the string stayed in the instrument. When we realized it was missing, we looked at the end, opened another bag to verify that was the missing part. Intervention: ni. Patient status: no patient injury reported.

Event description:
Procedure performed: ni. Event description: the small plastic piece on the string stayed in the instrument. When we realized it was missing, we looked at the end, opened another bag to verify that was the missing part. Intervention: ni. Patient status: no patient injury reported.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.